Event description:
Ansm reported that "disagreement with prosthesis fitted in 2004 / revision to change acetabulum + insert + head. Patient's current condition: multiple insert fragments".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Ansm reported that "disagreement with prosthesis fitted in 2004 / revision to change acetabulum + insert + head. Patient's current condition: multiple insert fragments".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an ceramic liner was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated I can confirm that the patient had a primary total hip arthroplasty on (B)(6)2004 since I was able to see the implant on an x-ray and review the operation report as best I could since it was in french. I can also confirm that the patient developed a fracture of the ceramic liner with debris formation requiring revision on (B)(6) 2024. I can confirm this because I was able to see x-rays and the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of fracture of a ceramic liner, 20 years after implantation are multifactorial including surgical technique in the position and alignment of the components, patient factors including lifestyle, activity level and bmi, and implant factors. I would have concern about putting a competitor cup and liner to articulate with pay stryker femoral head. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated I can confirm that the patient had a primary total hip arthroplasty on (B)(6) 2004 since I was able to see the implant on an x-ray and review the operation report as best I could since it was in french. I can also confirm that the patient developed a fracture of the ceramic liner with debris formation requiring revision on (B)(6) 2024. I can confirm this because I was able to see x-rays and the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of fracture of a ceramic liner, 20 years after implantation are multifactorial including surgical technique in the position and alignment of the components, patient factors including lifestyle, activity level and bmi, and implant factors. I would have concern about putting a competitor cup and liner to articulate with pay stryker femoral head. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.